Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy generator control (e-200) was greyed out and non-functional. The technical support engineer (tse) first had the caller check the network cable connection, then had the caller power cycle the generator and subsequently power cycle the entire system, but the issue persisted. The tse remotely reviewed the system logs and found them to be normal. After the tse asked whether a backup energy instrument was available for isolation testing, but none was available, and the procedure continued without additional details provided. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the lack of generator caused the team to abort the robotic procedure and was completed laparoscopically. The field service engineer (fse) intervention was required in order to resolve the reported issue. The generator was not exchanged during the case; there was no backup robotic generator available in the hospital. The generator worked fine with the laparoscopic instruments, only it was not recognized by the davinci system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse applied e-200 configuration and verify e-200 node was applied to resolve the issue. The system was verified and ready to use.